Event description:
It was reported that during an unknown procedure, the device did not staple the vascular tissue. No further info was provided. Unknown how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.